Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using chronometric sta. The laboratory result was 3.3 inr. The meter result was 4.3 inr. There was no allegation of an adverse event. The therapeutic range was 3-4 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned test strips were measured with the returned meter with a high level control sample: specified target range 2.4 - 3.0 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3 all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred the returned customer material and retention material comply with the specification.